Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not confirmed. There was no damage noted to the balloon catheter. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the database for the reported lot revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during balloon preparation, a syringe was aspirating through the balloon port, bubbles were noted coming back, and there was a lack of vacuum. The device was suspected to have a leak and was set aside for return. There was no device damage noted and no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.